Event description:
It was reported the gastrointestinal videoscope had a noisy image. This issue was found during reprocessing. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, the cause of the reported malfunction noisy image was traced to be component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.